Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device, this file was found to be possibly related to a short-circuit condition. It was reported that a vns pt was unable to perceive stimulation after her initial implant surgery, even with the device programmed to maximum settings. The pt's implanting surgeon also stated that he was concerned by the fact that the pt did not experience any events of voice alterations at these settings as well. System and normal mode diagnostics were performed repeatedly and each test resulted in a dcdc code of zero. X-rays of the pt's device were reviewed by her surgeon and no anomalies were reportedly identified. Later the pt underwent exploratory surgery, during which the electrode portions of the pt's lead were repositioned on her vagus nerve. Follow up with the pt's implanting surgeon revealed that the pt was able to perceive stimulation following electrode repositioning.

Manufacturer narrative:
Implanting surgeon reviewed x-rays of implanted device. X-rays reviewed by the implanting surgeon, no gross lead discontinuities visualized.